Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service account was accidentally changed. A technical support specialist (tss) updated the care fusion network administrator and care fusion network administrator service account passwords on the servers. The customer confirmed that the issue was resolved, and the case was closed. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the service account was accidently changed for vhajaccfn service and service account password was changed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.